Event description:
It was reported that prior to starting a da vinci si surgical procedure, the front clip of the small clip applier instrument was found to be curved and finally broken. Nothing reportedly fell into the patient. The instrument was not used on a patient after the reported issue was identified and there was no allegation of harm or injury to a patient.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed the reported complaint. The instrument's tips were broken and bent at the mid point of the grip tips. No other damage was found. Evidence not conclusive but tips damage was likely due to mishandling. The instruments & accessories instructions for use (IFU) specifically states: general precautions and warnings -handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction could cause or contribute to an adverse event, if to reoccur.